Event description:
This cage inserter, when malleted, the spring button that holds the middle thread inside the inserter popped off. Part was removed from the patient and no harm was observed. No other information (patient symptoms, usage modality, x-ray images) was provided from the user. Case is indeterminate.